Manufacturer narrative:
(B)(4). Per customer, the tubing was discarded by the user. The pcu was not sequestered. The pump was sequestered and was tested by the hospital biomed; no issues were found with rate accuracy testing so the customer does not plan to send it in for investigation. The root cause of the customer's report was not identified.

Event description:
The customer reported that the nurse programmed an antibiotic piggyback to infuse over 30 minutes; a few minutes later she returned and noted that the antibiotic had infused too quickly. There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.